Event description:
Physician alleges that two separate staplers misfired causing him to do a hartmann procedure (colostomy) vs anastomosis. Pt will be returned to surgery eventually for reversal of colostomy. User error may be an issue. Expiration date 4/2001.